Event description:
On (B)(6) 2026, a patient underwent drainage catheter placement procedure using the navarre opti drain. Post procedure, the drainage catheter connector was allegedly found fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. The first photo show partial view of an implanted drainage catheter in which the catheter hub was attached to an external connector. Bandage and transparent tape were noted to be wrapped around the connection between the catheter hub and an external connector. No visual anomalies were noted. The second photo show partial view of a drainage catheter in which the catheter hub was attached to an external connector. No visual anomalies were noted. The investigation is inconclusive for the reported catheter hub fracture issue as the provided photo was not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using navarre opti drain. On (B)(6) 2026, post procedure, it was reported that the drainage catheter connector was allegedly found fractured. The procedure was completed by using another device. There was no reported patient injury.